Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/05/2015 with the following findings: during testing, the battery cap did not secure properly to the pump due to stripped threads. A test cap secured properly and was used to complete investigation. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a damaged battery cap. This report is made based on results of investigation completed on 05/05/2015.